Event description:
Additional information was received from a consumer. The patient stated that the coverage was adjusted that led to the patient's face being "zapped" and they could no longer stand the device. The patient's device was removed in 2006. The patient weighed (B)(6) and was down to (B)(6).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. It was reported that patient experienced tingling in their face either in 2005 or 2006, so the device was removed. The exact date of the event was asked but unknown. No further complications were reported/anticipated.